Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge leaked from the bottom. The user added more insulin and continued to use the cartridge. Reportedly, the cartridge was filled with 500 units. There was no impact to the user's blood glucose level.